Event description:
Additional information was received by the manufacturer on 28-sept-2022 via email and attached in the complaint object: all issues with these devices were found during testing at our facility. No patient involvement was indicated to me, or our technician, at the time the pumps were received at our facility for repair and recertification.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that there was pump cassette sensor damage. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated.h6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was not duplicated during the investigation as the downstream occlusion sensor and cassette detector pins are functioning as intended. Root cause of the reported issue is unknown, but while the downstream occlusion sensor was removed, small scratches were found along the top of the sensor that were caused from a previous repair performed outside the manufacturer. Recommend replacing the downstream occlusion sensor as preventive measure. A nonconformance report (ncr) was created for the incorrect/no cassette/disposable detected issue. Reviewed the device history record DHR for job 4279856 which included the reported serial number. There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.